Event description:
New information received noted that the pacemaker was exhibited device reset.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the pacemaker exhibited backup operation. Programming changes were made. The patient status was unknown.